Event description:
It was reported on 2013 (B)(6), thirty one centimeters was trimmed from the proximal segment of the catheter and a new catheter was used to replace the proximal segment. A flipped pump was also reported as well as a volume discrepancy. The expected reservoir volume was 0.7 milliliters (ml) and the actual reservoir volume was 39 ml. The cause of the volume discrepancy was not specified. The pump was repositioned in the pump pocket in the appropriate orientation and a dacron pouch was added to help prevent future issues with flipping in the pump¿s pocket. It was also noted during the surgical revision of the pump and catheter, the pump required a refill. The logs on the pump were read and there were no noted pump stalls or any other abnormal activity noted. The patient status at the time of this report was ¿alive- no injury.¿ patient symptoms were not reported. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Returned for analysis was a partial catheter, the proximal segment. Analysis of the same revealed that the catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.